Event description:
Patient reported a left side implant exchange from textured to smooth due to concerns with the product and rupture. Healthcare professional later reported capsular contracture grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported a left side implant exchange from textured to smooth due to concerns with the product and rupture. Later, healthcare professional reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported capsular contracture grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side implant exchange from textured to smooth due to concerns with the product and rupture. Device remains implanted.